Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a site change the user experienced hyperglycemia when an incorrect meal type was announced, resulting in delivery of approximately 4.45 units instead of the typical dose for a normal lunch, with a peak blood glucose of 354 mg/dl and subsequent downward trend reported later. Symptoms included no acute clinical effects and the user reported feeling fine. Outcomes included no medical intervention, no back-up therapy, no ketone testing, no alerts or alarms, and no hospitalization. Investigation included review of user-reported logs and coaching on meal announcement use and allowing the algorithm to correct. Investigation of this case revealed user error related to incorrect meal announcement leading to under-delivery for the ingested carbohydrate, with device function otherwise consistent and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement selection.